Manufacturer narrative:
Findings: pump received with cracked case at the lcd window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported cracks on the screen leading to the case and battery compartment of the insulin pump, with no significant events occurring beforehand. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. Nothing further reported, no blood glucose values.